Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of a umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010302, lot number 43dpd453 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016. The patient underwent an exploratory surgery to excise part of the infected mesh. It is alleged that on (B)(6) 2016, the patient underwent an additional surgical drainage, debridement and wound vac placement de to the infection caused by the bard/davol mesh. It is alleged that on (B)(6) 2017, the patient underwent another exploratory surgery and the remainder of the bard/davol ventralex mesh was excised. As alleged, the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2007, the patient underwent surgery for repair of an umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010302, lot number 43dpd453 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016. The patient underwent an exploratory surgery to excise part of the infected mesh. It is alleged that on (B)(6) 2016, the patient underwent an additional surgical drainage, debridement and wound vac placement de to the infection caused by the bard/davol mesh. It is alleged that on (B)(6) 2017, the patient underwent another exploratory surgery and the remainder of the bard/davol ventralex mesh was excised. As alleged, the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia was freed from the umbilicus. A ventralex patch was then placed in the preperitoneal space. The lateral marlex leaflets of the mesh were tacking using sutures.¿ on (B)(6) 2016 - patient was diagnosed with umbilical hernia mesh infection with abscess thereby underwent open repair with the explant of infected mesh with wound exploration and drainage of abscess. Per operative notes, ¿abscess cavity was encountered. Marlex portion of the ventralex mesh was freed and ptfe portion also removed. The mesh was subsequently removed in its entirety. The fascia was closed using sutures, subcutaneous tissue was then copiously irrigated and cleansed with chlorhexidine and a jackson pratt drain was placed and sutured.¿ on (B)(6) 2016 - patient was diagnosed with postoperative wound infection/abscess thereby underwent wound drainage with debridement of abdominal wound infection/abscess with vac application. Per operative notes, ¿the purulent fluid was readily aspirated. Necrotic subcutaneous tissue was excised and debrided. The abscess drained and vac placement was initiated.¿ attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, ring break and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." No specific device failure has been reported nor have medical records been provided by the patients attorney. Addendum #1: this supplemental corrects the manufacturing date (h.4) from the initial emdr. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event and date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of mesh - ventralex, patient was diagnosed with bacterial infection, abscess, purulent discharge, inflammation, fibrosis, necrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists inflammation, infection and pain as a possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d. 6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
This supplemental corrects the manufacturing date. From the initial emdr. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of a umbilical hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010302, lot number 43dpd453 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016. The patient underwent an exploratory surgery to excise part of the infected mesh. It is alleged that on (B)(6) 2016, the patient underwent an additional surgical drainage, debridement and wound vac placement de to the infection caused by the bard/davol mesh. It is alleged that on (B)(6) 2017, the patient underwent another exploratory surgery and the remainder of the bard/davol ventralex mesh was excised. As alleged, the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.